Event description:
Customer called to report leaks in the reservoir of the insulin pump. Customer reported a driver anomaly. Customer stated that the pump rattled and shook; and the driver moves. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.